Manufacturer narrative:
Of the 22 allegations of a malfunction, 16 pumps were returned to animas and investigated. Of the investigated pumps, 2 were found to be malfunctioning due to a failed display connector. During investigation for unrelated complaints, there were 3 additional failures found. This report is processed under exemption number (B)(4). This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 22 malfunction events. A review of the events indicated that the one touch ping model pump experienced a line through the display screen issue. These reports were received from various sources. The patients associated with this allegation ranges from 7-71 years of age and between 40 and 215 pounds. Of the reported patients, 9 were male and 13 were female.